Event description:
It was reported that the patient passed out due to loss of capture. An x-ray confirmed that the right ventricular lead pin was out of the device header. The patient was taken in to tighten the device header set screw but when the lead was re-connected there was no capture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).